Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information on the event; however, requested information has not been provided. The reported device was returned for evaluation, the device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouth guard's layers were intact and not separated. There was no discoloration noted with the device. The device was returned in a good and clean condition. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked and trended.

Manufacturer narrative:
Patient's weight was asked but unknown. Multiple follow-ups were conducted to obtain additional information on the event; however, requested information has not been provided. Reported device was returned for evaluation. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction to the thermoform retainer after the first use. The patient reported of bumps breaking out around her tongue. The patient has known nickel allergy.